Event description:
Rptr experiencing capsular contracture, rib cage, right side back burning, muscle fatigue, breast tenderness, hands & feet swell, fatigue, general aching/stiffness, headaches, numb left face and leg, sinus problems, implant leakage, breast hemotoma, nausea, burning in breasts, shoulders and back, fibromyalgia syndrome, feet and ankle swelling, breast swelling, face-course skin texture. (Same rptr referred to in 1002299.)